Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the biomed called from offsite on behalf of the operating room team to report that the erbe generator gave error m-02 from time to time. They were able to clear this error by restarting the erbe generator, but surgeon was complaining about the reoccurrence. They were not able to perform further troubleshooting steps. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed several errors m-02 and m-35 and c-82 in the last weeks. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the hospital employee and obtained the following additional information: the initial reporter did not have time to provide all the follow up but indicated there was no damage/injury to the patient. The reporter stated that in january, there was error message. When they pressed the info button, it showed something with tongs were not ok, but did not know exactly what. The customer turned it off and on - the message was gone. The next day the customer pressed info button, and something with start was not ok, did not do anything else, and did not want to check on following days if error message is there. The customer waited until error message came on but was not actively looking for error.

Manufacturer narrative:
Based on the claim against the product by the customer noting erbe generator errors, an investigation is in investigation to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed errors in the logs and was able to reproduce issue. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the integrated electro surgical generator unit (iesu) exhibited numerous errors during the procedure. The iesu was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation was replicated, the erbe displayed error 3-71, m-02-3 during boot up.